Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Consumer is calling to report the same and similar information as before. Consumer stated the setting was found at 1.4v vs 1.1v and 1.2v where the patient started and states someone from the device manufacturing company called the patient to discuss symptoms and turning stimulation down or off. Consumer isn't currently with the patient. Consumer reports numbness and tingling go away when the patient turns off stimulation for a few hours. However, patient can't urinate if stimulation is off so they can keep stimulation off for very long. Patient feels stimulation in their thighs when stimulation is on at 1.4v. Patient is unable to do any changes by themselves because they are disabled and dyslexic (pre-existing condition) and would need to call the device manufacturing company on monday, wednesday, or friday. It was reviewed that the caller could call back when they can help the patient decrease their settings and the device manufacturing company can walk them through on how to do it. The caller was redirected to follow-up with the healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient was feeling numbness and tingling from her toes all the way to her neck. The consumer reported that the patient had a couple of falls two weekends ago that could be related to this issue. The consumer reported that the patient had not yet adjusted stimulation or turned stimulation off. The consumer reported that it was at the lowest setting that she started at, 1.1 or 1.2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.